Event description:
During a cardiac cath, part of the wire broke off in the right femoral artery. The broken piece was successfully retrieved and the procedure was completed without further complication. There is no known injury to the patient.